Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. An external insulation abrasion noted was at 12.1-12.2 cm and 42.8-43.1 cm from the connector pin. Internal insulation abrasions were noted at 8.1-9.7 cm, 10.4-11.9 cm, 17.1-18.1 cm, 29.4-30.3 cm, 30.2-31.0 cm, and 38.6-40.1 cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 16.1-18.9 cm from the distal tip breaching the re cable lumen. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.